Event description:
It was reported a malfunction with a blade guide sleeve, compression nut and aiming arm. It was reported that the compression nut should engage the aiming arm and it engages but pulls out on its own. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/ explanted. Device history record review: the blade guide sleeve third parity manufacturer; all parts were made to the correct material requirements and met the required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint-related anomalies, mrrs, or ncrs associated with this DHR. Disposition: invalid. Placeholder.